Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 34mm proximal of weld site. The proximal section of j stiffener wire measures approx 46mm and has migrated down lead body approx 44mm proximal of weld site. The outer polyurethane insulation was rec'd with an abraded hole approx 44mm proximal of the weld site. It appears that entire j stiffener wire was rec'd with all recorded measurements adding up to approx 88mm.

Event description:
Device analysis is provided.